Event description:
It was reported that during a shoulder procedure, the vulcan generator was not recognizing the electrical blade. Backup device was available to complete the procedure. No delay and no patient injuries were reported.

Manufacturer narrative:
H3, h6 h10: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the returned device observed scratches on bezel and lid. Functional evaluation revealed the unit does not bypass initial bootup. Unit displays 0's on all setting screens and beeps twice before locking up. The complaint was confirmed and a root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include connecting a shorted or defective rf wand which could result in damage to the rf pcb.